Event description:
The customer reported via phone call that the insulin pump alarmed motor error, depleted batteries in a week, and alarmed no delivery excessively. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the motor error alarm. The customer was able to complete the rewind sequence. The customer stated that the battery lasted between one week to a week and a half. He stated that the battery did last more than one week and alarmed low battery to warn him. He also reported that the insulin pump alarmed failed battery test, for which he declined troubleshooting assistance. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.